Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message during biomedical testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by excessive force being required to close door the door hooks and latch pins were replaced to correct this condition.